Event description:
It was reported that, "doctor states pt started having hip pain (B)(6) 2011."

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 8deg 42mm, cat# nlv-420800g, lot# 32440702. Trident psl ha cluster 56mm, cat# 542-11-56f, lot# mjm2hk. Trident 0 deg insert 40mm, cat# 623-00-40f, lot# mjnejx. Uni adaptor sleeve v40 ti, cat# 6519-t-100, lot# 34630807. Delta un fem hd 40mm, cat# 6519-1-040, lot# 35197001. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.